Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the radius. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge, one opening striated on the radius, wear abrasion and an air pocket was observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening, an air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage and one striated opening on the radius due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.